Manufacturer narrative:
Product ID, 3093-33 lot# v319247, implanted: 2009 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient has had 4 grand mal seizures. The patient's health care provider (hcp) had wanted to do an MRI of her head. The patient did not use the device and they wanted it removed. The patient was going to seek a physician regarding removal of the device. Additional information has been requested, but was not available as of the date of this report.